Manufacturer narrative:
Evaluation method - "other". The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A distributor contacted zoll to report that a (B)(6) male patient had a bruise from the lifevest. The patient's bruise was on his left side on his back. The patient's skin had a white spot and started bleeding when the patient's nurse removed chafing lotion. The patient's nurse covered the irritation with gauze. Follow-up indicated that the patient's bruise and skin irritation were gone.